Event description:
Report received from the USA stating that during a spine surgery the device "would not allow the burr to spin freely." A spare device was available for use. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all mfg specs. The event could not be confirmed. If add'l info is received, a supplemental report will be sent.